Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarms no delivery and motor errors. The customer¿s blood glucose level was unknown at the time of incident. The customer is in progress of receiving a new pump, no further details provided.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and excessive no delivery alarm noted. Motor passed motor test.